Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. The insulin pump was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify button keypad anomaly, battery out limit alarm due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer will be returning the insulin pump. The customer's blood glucose was unknown at the time of incident.